Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported a reading in the 350¿s mg/dl (was not sure exact reading), on one meter and a 65 mg/dl on a second meter. Tests were within 10 minutes. Strips for the tests were taken from the same vial. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.